Event description:
Caller reported an issue with a cgm error 42 associated with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process, after which the cgm error code did not display again. The caller successfully started their sensor session.